Event description:
It was reported that when the device was used during an unknonw procedure, the device would not fire. The anastomosis was hand sewn to complete the case. However several days later, a rectovaginal fistula was observed. A temporary colostomy was created to control fistula.